Event description:
The graft was implanted as an aorto-iliac bypass graft. When the clamp was released, the iliac walls leaked approx. 2600mls of blood. The graft was made blood-tight by declamping and reclamping and administering protamine at the clamp site. The graft was left in. The pt, while still in the o.r., developed a myocardial infarction and became unstable, but eventually stabilized. The pt's condition is fine, and he is being released from the hosp. The unused sections of the graft were discarded by the o.r. Staff at the hosp.